Event description:
I started having issues breathing waking up sick or snoring. I called veteran affairs several times then my phillips CPAP quit working also malfunctioning in 2021. I was told it would be replaced. It has been over a year since the CPAP worked. The va said to contact phillips which I have called also email constantly; meanwhile my lung damage from afghanistan, is getting worse with no CPAP please help. (B)(6). FDA safety report ID # (B)(4).